Event description:
Alleged deflation.

Manufacturer narrative:
Deflation reported as the reason for complaint. Unable to confirm deflation. Device not availble for evaluation due to not explanted. Updates/corrections made to sections g3, g6, h2, h3, h6, h10.

Event description:
Alleged deflation.